Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead dislodged following a recent implant. An attempt to reposition the lead was made the following day. During the repositioning attempt, the physician tried several positions and the lead's helix became clogged with tissue and would not extend. The lead was explanted and replaced with a new lead. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.